Manufacturer narrative:
A photo was provided showing the set. No leakage or defects or anomalies noted. Device was received 4/3/2024 for inspection. The used b55005 was leak tested according to product specifications. There was no leakage when tested with water. When lipids were used as the infusate, there was leakage from the white button at the blue port. The reported complaint can be confirmed. The probable cause is related to a molding defect in the white button molded component used in the 1o2 smart valve. Lot history revie could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received. E1 - extension number (B)(6).

Event description:
The event involved a 14" (36 cm) ext set w/4 gang 1o2® manifold w/baseplate (blue, green, yellow, red), check valve, clamp, rotating luer, 1 ext where the customer reported that the blue port of the 4-port manifold leaked during patient infusion of propofol. There was patient involvement; harm was not reported as a consequence of this event.